Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted battery depletion code. This s-ICD was explanted and placed with same model. No adverse patient effects were reported.

Manufacturer narrative:
His report is being submitted to correct the describe event or problem field (b5) and report source field (g2).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted battery depletion code. This s-ICD was explanted and placed with same model. No additional adverse patient effects were reported.